Event description:
It was reported that the patient underwent a surgical procedure to explant this non-bsc device for unspecified reasons. All components of the existing device were explanted and replaced with a new device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).